Event description:
It was reported that patient underwent procedure utilizing the orthopedic salvage system (B) (6) 2009. Subsequently, a revision procedure was performed on (B) (6) 2009 due to fracture of the anchor plug. The anchor plug and additional components were removed and replaced.

Event description:
It was reported that patient underwent procedure utilizing the orthopedic salvage system (B) (6) 2009. Subsequently, a revision procedure was performed on (B) (6) 2009, due to fracture of the anchor plug. The anchor plug and additional components were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the fractured faces of the component appear to indicate a failure in bending.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on march 30, 2010 with event details. In addition to the corrected data being provided, (B) (4) the date of the revision was (B) (6) 2009. (B) (4)